Event description:
The pt reported the hcp had difficulty finding and accessing the cap (even using fluoroscopy). The pt stated the 'hcp had to make an incision in order to find the cap as well as finding a needle small enough to fit through the cap". No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.